Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. Cerebral edema and general health decline were related to patient's underlying disease (gbm), unrelated to optune gio therapy. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include prior surgery affecting skin integrity.

Event description:
A 57-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient's spouse notified novocure that the patient had temporarily discontinued optune gio therapy on (B)(6) 2026, due to a general decline in health status and a wound complication characterized by drainage from the surgical resection scar. On (B)(6) 2026, the patient underwent an MRI, which reportedly demonstrated cerebral edema and evidence of disease progression. A sample obtained from the surgical scar drainage suggested the presence of infection; treatment of an unspecified antibiotic was initiated. On (B)(6) 2026, following consultation with the attending physician and the patient's family, a decision was made to permanently discontinue optune gio therapy, and the patient was transitioned to palliative care. Multiple attempts were made to contact the prescribing physician; however, no additional information was received.